Event description:
It was reported that the patient experienced recurrent hypoglycemia while using the ilet, with blood glucose readings of 50 mg/dl decreasing to 43 mg/dl despite intake of lemonade, candy, and fruit snacks, then rising to 50¿53 mg/dl; the caller believed insulin dosing was excessive and paused insulin, and was informed the ilet withholds dosing when glucose is low. Symptoms included hypoglycemia. Outcomes included the need for oral glucose as an unexpected medication intervention. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information regarding a device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.